Event description:
It was reported that one month after the inflatable penile prosthesis (ipp) implant procedure the patient developed a 45-degree left facing penis curvature. A revision surgery was performed in which the cylinders were removed and replaced with a size more appropriate for the patient, leaving the original reservoir at service. After the surgery, the device was tested and the curvature was greatly improved. No patient complications were reported.

Event description:
It was reported that one month after the inflatable penile prosthesis (ipp) implant procedure the patient developed a 45-degree left facing penis curvature. A revision surgery was performed in which the cylinders were removed and replaced with a size more appropriate for the patient, leaving the original reservoir at service. After the surgery, the device was tested and the curvature was greatly improved. No patient complications were reported.

Manufacturer narrative:
The complaint component has not been returned; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on the information available the clinical observation of size incorrect for patient was determined to be inadvertent/unintentional interaction of the product, therefore the conclusion code of unintended use error caused or contributed to event was chosen for this investigation.